Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint of occlusion cannot be replicated but can be confirmed based on lot history. The probable cause of the occlusion is related to material variability in cassette diaphragm stiffness which could cause an increase in the frequency of proximal occlusion alarms. Lot history review was conducted; corrective and preventative action are in process.

Event description:
The event involved a primary plumset, pe lined tubing, 107 inch where the customer reported that the set had an occlusion and blood in the primary line. The event was noted during infusion of 5fu. There were no obvious defects noted on the product and no other defects noted. The products were stored in an air-conditioned room. There was patient involvement, a reported delay in therapy but harm was not reported as a consequence of this event.